Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
"Pulmonary valve with conduit (sgpv00) ¿ 29 mm x 5.0 cm ¿ serial ID # (B)(4), exp. Date: september 10, 2020, sized and measured @26 mm ¿(using a hegar dilator) . Instead of the stated size 29 mm" pulmonary valve was saved and will be returned. Surgery was prolonged as a synthetic graft was used instead. The pulmonary valve (sid (B)(4)) was returned in a sample return specimen cup provided by (B)(6) hospital, containing saline. Tissue size tested with a size 26 mm dilator that provided a clear view into the conduit and was determined to be too small for the valve. A 29 mm dilator was used on the final size test and was determined to be an appropriate size for the valve. Upon further examination, the 26 mm dilator was used to inspect the size of tissue conduit and provided an accurate measure. No damage was noted and tissue texture was smooth.

Manufacturer narrative:
The sample was evaluated on 02/10/2017. The tissue size was tested with a size 26mm hegar dilator that provided a clear view past the basal ring into the conduit and was determined to be too small. A 29mm hegar dilator was used on the final test and was determined to be an appropriate size for the tissue at the basal ring, where tissue measurements are taken. Upon further examination, the 26mm hegar dilator was used to inspect the size of the tissue conduit and provided an accurate measure. No damage was noted and tissue texture was smooth. Root cause for alleged event is unknown; however, the investigation suggests a difference in sizing technique. The inspector was certified to size cardiac tissues prior to performing inspection on 8/03/2015 and following inspection on 01/07/2016. The certificate of assurance was reviewed. All attributes identified  were documented appropriately, including the graft size. It was confirmed that the dilators documented at inspection correlate to the graft size and all were within calibration at the time of inspection. While a definitive root cause is unknown, the size discrepancy noted by the complainant may be due to the difference in sizing technique. Information regarding the surgeon¿s method is unknown. This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
"Pulmonary valve with conduit (sgpv00) ¿ 29mm x 5.0 cm ¿ serial ID #(B)(4) exp. Date: september 10, 2020 sized and measured @26 mm ¿(using a hegar dilator) . Instead of the stated size 29 mm," pulmonary valve was saved and will be returned. Surgery was prolonged as a synthetic graft was used instead. The pulmonary valve (sid 10763267) was returned in a sample return specimen cup provided by (B)(4), containing saline. Tissue size tested with a size 26mm dilator that provided a clear view into the conduit and was determined to be too small for the valve. A 29mm dilator was used on the final size test and was determined to be an appropriate size for the valve. Upon further examination, the 26mm dilator was used to inspect the size of tissue conduit and provided an accurate measure. No damage was noted and tissue texture was smooth.